Manufacturer narrative:
Qn # (B)(4). UDI number: (B)(4). The customer returned one guidewire and lidstock for analysis. The guidewire was confirmed to be unraveled. Signs-of-use in the form of biological material were observed near the j-tip of the wire. The catheter was not returned. Visual examination revealed the guidewire was unraveled towards the proximal end. The j-bend was slightly misshapen but still intact. There was one kink observed near the distal end of the wire. Microscopic examination of the guidewire confirmed the core wire separated adjacent to the proximal weld. Both welds appeared full and spherical. The distal weld was still intact. Visual inspection of the catheter could not be performed as the catheter was not returned. The kink measured at 250mm from the distal end of the core wire. The overall core wire length measured 604mm, which is within the specification limits of 596mm-604mm. The outside diameter (od) of the guide wire measured 0.79mm, which is within specifications of 0.788mm-0.826mm. Dimensional inspection of the catheter could not be performed as the catheter was not returned. Functional analysis could not be performed due to the severity of the damage on the guidewire. Also, the catheter involved with this complaint was not returned. A manual tug test confirmed that the distal weld was intact. All complaints are trended across product families on a monthly basis. Therefore, a separate complaint history review is not required. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "precaution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without the catheter returned. The report of an unraveled guidewire was confirmed through examination of the returned sample. The guidewire core wire was separated adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guidewire and catheter resistance could not be determined without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor is saying the guidewire broke while retracting from the tube and punctured the tube and then punctured the patient." There is no patient harm or injury. The patient's current condition is reported as "fine."